Manufacturer narrative:
Investigation of this complaint found that bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately 4 minutes and 20 seconds from 09:14 am on (B)(6) 2017, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 09:19 am on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 10 prior to this action were: ethanol concentration=89.9%, cycles=114, cassettes=2378 and days=101. The user affirmed in the instrument software that the default concentration of 100% was to be set at 09:19 am on (B)(6) 2017. Although a user affirmed in the instrument software that the reagent concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 09:19 am on (B)(6) 2017, the discrepancy between the ethanol concentration measured by hydrometer of 85% and that calculated by the instrument software of 100%. Indicate that a use error occurred during replacement of this reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 10 (ethanol) was used for the final dehydration step in four (4) processing runs, which completed prior to commencement of the two (2) processing runs from which sub-optimal tissue processing was reported by the complainant; and both the "3 hour medium" protocol started in retort b at 16:25 pm on (B)(6) 2017 and the "5 hour large" protocol started in retort a at 16:31 pm on (B)(6) 2017 from which sub-optimal tissue processing was reported by the complainant the minimum ethanol concentration required for the final dehydration step in a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "3 hour medium" protocol started in retort b at 16:25 pm on (B)(6) 2017 and the "5 hour large" protocol started in retort a at 16:31 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing from four (4) additional processing runs comprising a total of 120 cassettes, which completed prior to commencement of the two (2) processing runs from which sub-optimal tissue processing was reported by the complainant would also have been adversely impacted because the reagent in bottle 10 (ethanol) was used for the final dehydration step in each of these protocols. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 09:14 am and 09:19 am on (B)(6) 2017, as evidenced by the discrepancy between the ethanol concentration in bottle 10 measured by the customer and that calculated by the instrument software. The facts suggest that a user failed to complete manual replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding "poor processing" of approximately 35 blocks in retort a using the five (5) hour protocol; and 18 blocks in retort b using the three (3) hour protocol. The complainant advised that reagent in bottles 6 and 7 were replaced on (B)(6) 2017; and the two (2) processing runs were run subsequent to this user action. On 27 july 2017, the complainant provided leica biosystems the measured ethanol concentration in bottles 3, 6, 7 and 10. The variance between the measured ethanol concentration and that calculated by the instrument software was considered to be acceptable, with the exception of bottle 10. The ethanol concentration measured by hydrometer in bottle 10 was 85%; and that calculated by the instrument software was 100%. On 28 july 2017, leica biosystems (B)(4) received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.